Manufacturer narrative:
(B)(4). The lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during dwell 2 of 5. The patient discovered one of the lines came undone when she was closing the clamps to end therapy. The patient was involved, but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated she was not sure what the cause of the alarm was and the patient was still performing therapy as far as she knew. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed and the cause was determined to be loose connection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: renq-(B)(4).